Event description:
Device 2 of 2: reference MFR report: 1627487-2011-10166. The patient received two trial scs leads on (B)(6) 2011. It was reported the physician placed two leads at t9/t10, but was unable to place the leads midline. Upon placement, the stylet in the left lead could not be removed. The physician elected to leave the stylet in place. The sjm representative reported that he advised the physician the stylet should not be left in place. The manufacturer has attempted to obtain a status update regarding the patient's condition and outcome of the procedure; however, no further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.